Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic phacoemulsification (phaco) tip and ophthalmic visoelastics were involved in a procedure, the phaco tip was clogged and a milky white solution came out of the tip. Procedure was completed by replacing the phacoemulsification tip.

Manufacturer narrative:
Additional information was provided in sections b.5, e.1, e.3, g.2, h.6 and h.10. No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information confirmed that the event was reported by a physician.